Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4).

Event description:
The customer reported that this avea ventilator has a defective oxygen blender and that the fraction of inspired oxygen (fio2) is inaccurate. The customer stated that there was no patient involvement associated with this reported malfunction.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, an avea gas delivery engine (gde), and evaluated the device. An evaluation of the component did not duplicate the reported issue, but found the inlet filter cap missing from the air inlet and the o2 switch assembly broken off at the inlet manifold. The o2 gas leak caused by the broken o2 switch assembly would have resulted in the inaccurate fio2 delivery.